Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was unknown. Customer also stated insulin was squirting out during a manual prime. Troubleshooting was unable to confirm if the customer's drive support cap was damaged. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.